Event description:
Starclose deployed in usual fashion. Clip seen at access, right femoral site lodged in subcutaneous tissue. Pressure applied and clip retrieved with sterile surgical clamp. Required manual pressure for 25 minutes. No bleeding or hematoma.